Manufacturer narrative:
(B)(4)

Event description:
Patient underwent lumbar fusion surgery using rhbmp-2/acs, graft, lordotic small spacer and screws and rods. Post-operatively, patient sustained unspecified injuries. No additional information has been provided at this time.

Event description:
Patient underwent fusion surgery using rhbmp-2/acs. Surgical hemostat, bone graft substitute strip, osteosponge block and polyaxial set screws were also used in the surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor imaging studies were returned nor provided for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.